Manufacturer narrative:
H.6. Investigation: samples were evaluated in a related complaint. Five samples (model #20039e) were returned by the customer. It was reported that they cannot flush the pigtails when they are first used. Due to an ongoing investigation related to this failure mode, the samples were sent to another bd testing facility for testing. Additionally, CAPA#1998036 has been initiated and a team has been assembled in order to further investigate this issue. A device history record review for model 20039e lot number 20115448 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20115448 regarding item #20039e.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: material #: 20039e batch/lot #: unknown 20115448 it was reported that they cannot flush the pigtails when they are first used. There may be others out there. We have not had adverse patient outcome.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: an additional phone # was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: material #: 20039e. Batch/lot #: unknown 20115448. It was reported that they cannot flush the pigtails when they are first used. There may be others out there. We have not had adverse patient outcome.